Event description:
It was reported that post implant of an implantable pulse generator (ipg) system it was noted via x-ray that the patient experienced small-moderate left apical and basilar pneumothorax and small bilateral pleural effusions. A chest tube was placed. The patient's condition was continued to be monitored by chest x-rays over several days. The chest tube was clamped. During the removal of the chest tube a small amount of air returned and pneumothorax was noted on the left side but the patient was asymptomatic. The ipg system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.